Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI) and device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie and drawer 1 was failed. A field service engineer arrived and found that the cubie was already been recovered by the customer. To ensure the issue was fully resolved, the device was shut down and rebooted. During the inspection, some debris was cleared from between the cubie pockets. No issues were found during the verification process. The system functioned as intended after the field service engineer tested the device.